Event description:
The customer received questionable antibody to (B)(6) results on their cobas 8000 c602 analyzer for two patients. The samples were tested in (B)(6) 2012, but the exact date is unknown. The first patient had an initial (B)(6) result that was found to be (B)(6) and reported outside the laboratory. The sample was sent to another laboratory and it was found to be (B)(6) on a biomerieux monolisa analyzer and (B)(6) on an architect analyzer. The second patient, a (B)(6) woman, had an initial (B)(6) result that was found to be (B)(6) and reported outside the laboratory. The sample was sent to another laboratory and it was found to be (B)(6) on a biomerieux monolisa analyzer and (B)(6) on an architect analyzer. Neither sample was tested with western blot. It is unknown if the patients were adversely affected. Clarification was requested, but no information was available. The (B)(6) reagent and lot number were not provided.

Manufacturer narrative:
The other sample that had additional material returned was tested with two lots of a-(B)(6) ii and one lot of (B)(6) and all three results were negative. The sample was tested in duplicate using the (B)(4) method and the sample was reactive each time. The sample was also tested in duplicate with the (B)(6) score (B)(4). One test result was negative, the other was inderterminate. The results for the sample are assumed to be true negative.

Manufacturer narrative:
The customer returned samples from the patients for investigation. One of the samples was measured with competitor's assays and found to be a true negative result. The other sample was positive on the ortho assay and indeterminate with the innolia hcv score. Additional sample has been requested for further investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).